Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is kept as inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device can't be fired. Coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.